Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00031. It was reported during a programming session with the patient, the patient stated she could not feel any stimulation. Diagnostics showed the lead impedances were within normal range. The system's amplitude and frequency were increased to higher levels but the patient still could not feel any stimulation. Fluoroscopy performed the same day confirmed the lead had dislodged from the ipg header. Surgical intervention taken, same day, revealed the lead had come free of the ipg header and was also damaged. The physician removed the lead from the ipg header and plugged the ipg port. The patient's scs system was deactivated and the physician scheduled the patient for additional surgery. Follow up identified additional surgical intervention was taken on (B)(6) 2017, the physician explanted the patient's lead and a new lead was implanted. Effective stimulation therapy was reportedly established postoperatively.